Manufacturer narrative:
(B)(4). Age was not provided. Patient weight was not provided. Event date unknown. Device has not been returned to manufacturer.

Event description:
It was reported that an abutment fractured in the patients mouth. They mentioned that the son head-butted the father and the abutment fractured and fell out. The doctor was able to remove the broken portions from the implant and ordered a replacement.

Manufacturer narrative:
One zirconia post was returned for inspection with a retaining screw. The device shows signs of wear consistent with use. The device is confirmed to be fractured at the zirconia top. The device history record review was performed and did not identify any non-conformances. The lot specific compliant history review indicated a similar incident. There were no manufacturing deviations identified which would cause or contribute to this complaint. A definitive root cause has not been determined as the product has been obsoleted, no additional actions are required. The complaint was confirmed based on inspection of the returned device.